Manufacturer narrative:
As of 23-jan-2019, after numerous due diligence attempts between september 2018 and january 2019, philips has no other choice but to assume that the battery was lost in transit.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the battery failed to charge on the charger. There was reportedly no patient involvement; the customer reported that the device was not in clinical use.